Manufacturer narrative:
This device remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited possible noise oversensing. Technical services (ts) reviewed the available episodes and noted that the events appeared consistent with possible ventricular tachycardia (vt); however, the presence of artifact could not be ruled out, as the t waves were not consistently visible. Ts further noted prior episodes of atrial fibrillation with rapid ventricular response (rvr) that demonstrated appropriate sensing. A full rv lead evaluation, including isometric testing, was recommended for further investigation. The pacemaker and rv lead remain in service. No adverse patient effects were reported.